Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and vessel dissection occurred. The lesion being treated was located in the calcified, tortuous proximal left anterior descending (lad) artery. The physician placed the unknown size taxus express2 drug eluting stent in the proximal lad, then the balloon got "hung up". A dissection occurred in the left main (lm) when the physician used force to remove the balloon. CABG was not required. No additional pt complications were reported. Pt status reported as "stable". Add'l info was not made available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.